Event description:
It was reported that this system was a part of a follow up due to an erosion and infection. It was suggested to monitor the patient and give them antibiotics without removing the system. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system was a part of a follow up due to an erosion and infection. It was suggested to monitor the patient and give them antibiotics without removing the system. No adverse patient effects were reported.